Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) levels ranged from not impacted to over 240mg/dl; no bg values were provided for the elevated levels. The customer delivered correction boluses and changed their infusion set site to address their elevated bg levels. The contact stated that the pump supplies would be changed to resolve the occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support (cts) was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.